Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the pump powered on with the display remaining blank. Moisture was observed in the display. The pump case was cracked near the top right corner of the display. The pump leaked at the crack in the case. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.